Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On 04/15/2024, it was reported that the pediatric patient was feeling ill in the afternoon, and they presumed to be norovirus, at that time the bg was normal in an average of 7.7 mmol/l. In the morning of the event the patient experienced hyperglycemia and there were no specific symptoms reported. At some point the cgm reading was 14 mmol/l and the bg reading was high. Then the bg reading was 29 mmol/l and they called ems. The patient was taken via ambulance to the hospital and in the ambulance the cgm reading was 12.3 mmol/l and the bg reading was high. At the hospital they took another bg reading which was 29 mmol/l. There was no information regarding the treatment received in the ambulance but the patient was treated with insulin at the hospital. The patient was admitted to the ICU. The patient was discharged in the evening on an unknown date. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
Diabetes mellitus is a known cause of diabetic ketoacidosis. B5: describe event or problem- additional. B6: relevant tests/laboratory data,inclu - correction. D9: device returned to manufacturer- correction. G2: report source - additional. H2: additional information/correction. H10: corrected data - correction. H6: health effect clinical code - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the pediatric patient was feeling ill and vomiting in the afternoon about 7 pm and was vomiting every hour at 10 pm. They presumed to be norovirus (veneral dissease) as the cgm was reading normal values. At that time the bg was normal in an average of 7.7 mmol/l (cgm 7.3 mmol/l - tir 92%). In the morning of the event the patient experienced hyperglycemia . At some point the cgm reading was 14 mmol/l and the bg reading was high. Then the bg reading was 29 mmol/l and they called ems. The patient was taken via ambulance to the hospital and in the ambulance the cgm reading was 12.3 mmol/l and the bg reading was high. At the hospital they took another bg reading which was 31.2 mmol/l and the patient was diagnosed with diabetic ketoacidosis with 6.6 mmol/l as ketone value. There was no information regarding the treatment received in the ambulance but the patient was treated with insulin at the hospital. The patient was admitted to the ICU. The patient was discharged in the evening (no information about the date). At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.